Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 16mg/dl at the time of the incident. The customer reported that the top of the display was cracked about 1cm long. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.